Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
According to user facility, device was in use with a patient for 30 minutes when it was restarted. After restart, the device display reportedly read 68 degrees celsius. Device was removed from use with patient. According to user facility, reddened skin was observed on upper left arm of patient. No additional medical intervention was reported as necessary.